Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When did it occur? : before use. Hypodermic needle injury: no. Other treatment: no were the returned items used? : no. Returned quantity: 0. Details of the event (timeline, history, etc.): there is a patient who switched from the microfine plus 31g×5mm to the microfine pro 32gx4mm. Although they confirmed that solution came out when performing a blank injection, solution did not come out several times after having changed to the microfine pro. Upon changing the needle, the solution sometimes comes out, and sometimes not. The patient asked us to tell them what could cause this to happen. The product in question has already been discarded. The lot number and quantity are unknown. Batch #: unknown.